Manufacturer narrative:
No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 4 and 24 hours. The patient experienced pain and irritation as well as bleeding at the pod infusion site. When removed from the infusion site , the pod's cannula was found bent. As treatment, the patient applied a new pod and administered a 1.0 unit of insulin bolus.